Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead had a lead impedance warning and appeared to be chronically low as per the lead trend and lifetime impedance range. The physician stated the cardiologist has be aware of the lead status and the device appeared to be functioning as programmed. The lead remains in use. No patient complications have been reported as a result of this event.